Manufacturer narrative:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this supplemental report to separately account each of the six patients involved in this event. Please cross reference MFR report numbers: 2951238-2016-00119, 2951238-2016-00120, 2951238-2016-00121, 2951238-2016-00122, 2951238-2016-00123, 2951238-2016-00124.

Event description:
Olympus was informed that 7 pts that had been examined with the subject device had been diagnosed with (B)(6). It was reported that some of the pts were hospitalized. There was no info provided regarding what, if any treatment had been provided to the pts. The user facility reportedly utilized control 3 for high-level disinfection.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional details regarding this report. The user facility reported that the subject device was not cultured and is still in circulation. The user facility reported that the seven pts might have been cultured at the hosp, but, there were no further details provided. The user facility reported that there were no complications during the procedures in which the seven pts had underwent and claimed that the pts had e.coli before they were examined with the subject device. The user facility reported that the pts were provided with antibiotics and some pts were admitted and provided with intravenous therapy. Olympus followed-up with the sales rep to obtain additional info that the user facility was reusing an unidentified non-olympus water irrigation tubing which had ben identified by the user facility to be the root cause of the reported event, and the user facility was said to have corrected this practice hence. The device referenced in this report was not returned to olympus for eval. The exact cause of the reported phenomenon could not be conclusively determined. But, inappropriate reprocessing practice could not be ruled out as a contributory factor to the reported event. An olympus clinical nurse educator has visited this facility and provided in-service training regarding the appropriate reprocessing of endoscopes. This report is being submitted as a medical device report in an abundance of caution.